Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, similar complaint review revealed no indication of lot-specific product quality issue. Based on available information, the cause for the reported single leaflet device attachment is due to patient anatomy. Additionally, the reported medical intervention was a result of case-specific circumstance. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse of the medial side of p2, enlarged right atrium, and p2 appeared to be curling at the tip. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was possibly due to the posterior leaflet was curled in between the gripper and the clip arm allowing it to slip out. Two additional clips were deployed to stabilize the slda. Three clips were implanted, reducing mr to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.